Event description:
On 06-aug-2025, the user reported that on (B)(6) 2025 a hyperglycemia event occurred while using the ilet device. The highest recorded blood glucose (bg) was 299 mg/dl. Reports showed insulin delivery had been paused for 5¿6 hours after a shower and was not resumed. The event was self-treated successfully with corrective dosing, manual injection, and a subsequent supply change arranged by a caregiver. Bg later returned to range. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.